Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during a device change-out procedure, the patient was noted to be in discomfort as pacing was lost for a short period of time as noise was seen on the electrogram and the surface electrocardiogram and no pacing was noted. It was also reported that electromagnetic interference was noted. The leads were disconnected from the device and connected to the analyzer to re-establish pacing. The leads were noted to be fine. The device was reprogrammed, the leads were connected, and noise was noted again. The device was not used and a new device was used to complete the procedure. No patient complications have been reported as a result of this event.